Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI d10: (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. (B)(6) 02-012-64-1380 - tru fluted stm ext 13mm x 80mm blast. (B)(6) 02-012-50-4014 - tru tib aug 1/2 rl sz 4, 10mm. (B)(6) 02-012-50-4013 - tru tib aug 1/2 rm sz 4, 10mm. (B)(6) 02-012-61-4000 - tru offset stem ext coupler, 4mm. (B)(6) 02-012-64-1680 - tru fluted stm ext 16mm x 80mm blast. (B)(6) 02-012-61-4000 - tru offset stem ext coupler, 4mm. (B)(6) 200-03-38 - one peg patella 38mm. (B)(6) 208-05-04 - cc distal fem augment sz 4, 5mm. (B)(6) 02-010-06-0340 - tru cc femoral size 4 right. (B)(6) 02-029-90-4300 - sterile packed short headed pin. G3: added 510k number. H4: added device manufacture date. H6: corrected health effect - clinical code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided, but may have been due to prosthesis wear. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
H11. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that the patient was implanted with an optetrak logic device on the right knee, with no revision surgery reported. It is stated the patient has suffered the following injuries and complications: pain, stiffness, discomfort, and weakness. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.